Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. Visual inspection has been performed on the returned reader and no issue was observed . Reader does turn on. The known good sensor was scanned with returned reader. Reader successfully communicated with the sensor. A built-in reader test was performed and reader was passed the test . Control solution testing has been performed and all results were within specification range. Visually inspected the returned usb/charging cable and no issues were observed. Usb/charging cable passed testing. Visual inspection was performed for the power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed testing. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that "the adc reader was faulty since it would get hot and it would turn off". There was no self-treatment or third-party medical intervention provided for the reported issue as no further information was provided. Adc customer service contacted the customer and they indicated that they "did not have time to troubleshoot as they had a doctor's appointment and they wanted a replacement device". Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Extended investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that "the adc reader was faulty since it would get hot and it would turn off". There was no self-treatment or third-party medical intervention provided for the reported issue as no further information was provided. Adc customer service contacted the customer and they indicated that they "did not have time to troubleshoot as they had a doctor's appointment and they wanted a replacement device". Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that "the adc reader was faulty since it would get hot and it would turn off". There was no self-treatment or third-party medical intervention provided for the reported issue as no further information was provided. Adc customer service contacted the customer and they indicated that they "did not have time to troubleshoot as they had a doctor's appointment and they wanted a replacement device". Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.